Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with prolapsed posterior leaflet and pre-existing posterior flail. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw, was then prepared per the instructions for use (IFU) and had not issues during prep. However, while the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. The physician then applied a little more pressure on the arm positioner, and the clip was able to open. The clip was then implanted on the mitral valve. In the physician¿s opinion, the lock knob/line was looser than usual in the clip that was difficult to open and had attributed to these difficulties. A third clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.